Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels as low as 60 (mg/dl). Reportedly, contact stated that it is possible that the customer miscalculated carbohydrates prior to administering a bolus. Customer consumed glucose to stabilize bg levels. Troubleshooting with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management. Contact indicated that the customer's bg levels returned to target.